Event description:
The pt reported that for the past 4-5 months, she has been intermittently experiencing elevated blood glucose readings in the 400s mg/dl. She said, she has also experienced low readings with her lowest measured one being 82 mg/dl. She stated, her levels may have been lower, but she did not test while she was feeling bad. The pt stated, she did not have any symptoms during her elevated readings and corrected her readings by giving herself an injection of insulin. During troubleshooting, the pt stated she has gotten 2 occlusion messages in the past month, but was able to clear them by confirming the message. She said she has not seen any leaks of insulin anywhere in her system nor has she seen blood or air in her tubing. She said her infusion device piston rod and adapter have not been changed in over 6 months. The pt was sent a complimentary piston rod and adapter. Troubleshooting did not find any product issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.